Event description:
It was reported that the patient presented to the emergency room with an apparent lead fracture. There was no capture and an undefined resistance with an impedance reading of greater than 9999 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.